Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient was pre-operatively diagnosed with l4-5, l5-s1 herniated disc, degenerative disc disease and underwent the following procedures: mis-tlif with lateral decompression, discectomy at l4-5,l5-s1 with interbody arthrodesis and fusion utilizing cage, rhbmp-2, autograft, allograft, lateral arthrodesis and fusion with pedicle screw instrumentation with auto and allograft. As per op-notes, ¿after finishing prepping the disc space, the edges were roughened with standard tlif instruments and raspers and then a 10 by 26 graft was packed with cage, rhbmp-2 and packed the surrounding disc space with bone putty, auto and allograft.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.